Event description:
Customer reported a pt death during a hemodialysis treatment with a baxter system 1000 hemodialysis machine. The initiation of the treatment was reported to be uneventful. At 28 minutes into the treatment there was a blood pressure alarm for a blood pressure of 100/67 with a pulse rate of 138. The initial blood pressure had been 143/70 and the intial pulse rate was not recorded. At this time the pt was found to be unresponsive. Upon finding the pt unresponsive, the nurse changed the ultrafiltration goal to zero, elevated the pt's feet, rinsed back the blood in the venous blood lines and infused 700cc of saline. The blood in the arterial lines could not be rinsed back. There was no pulse, respirations or blood pressure noted. The pt was dnr per advanced directives and no attempts were made at resuscitation was made. The dialysis prescription called for 0.9l of fluid removal during a 2 hour and 45 minute treatment. According to the record, at the time of the incident 1.5 l of fluid had been removed. A review of the record indicates the initial target entered was 9.0 l of fluid instead of the prescribed 0.9l.